Event description:
It was reported by a philips field svc engineer that during device repair, the battery was found to be faulty. The battery was showing 5 green leds, but the unit was saying "insert battery." There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4).